Event description:
It was reported that during preparation for a ptca treatment procedure, the maverick balloon had a poor rewrap. The device was exchange for another balloon and the case was successfully completed. No patient injuries or complications were reported. No other information is available at this time.